Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name, manufacturing plant address, city, state, country, postal code updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. H10 updated. H2) correction: while performing a review of the event, there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (3012307300-2024-05390) is no longer considered reportable as were not able to verify any reportable malfunctions on the initial allegation and when no product was returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit required a base that needed a thread and pressure chamber mounting clip. There was no patient involvement and no patient harm/adverse event reported.